Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the trocar through the abdominal wall during a laparoscopic cholecystectomy, the surgeon would insert the needle, but could not remove it because it was too tight. It was also reported that the needle was too big for the sheath. Two other separate sheaths were brought, but both were ripped/buckled in when it was attempting to remove the needle. The surgeon persisted with the trocars to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted that the expandable sleeves were buckled and torn. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge in the obturator may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.